Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: optical inspection: first step of our investigation is the optical inspection. The visual inspection revealed that the valve has no deformations or other abnormalities. The examination of the parallelism, however, showed a slight deviation from the tolerance. Further investigations will show whether the slight deformation could have had an effect on the adjustability. Permeability test: to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approx. 30-40 cmh2o in the flow direction. The test results that the valve was permeable. Adjustment test: our adjustment tests are carried out with the standard prosa checkmate and measurement tool. The prosa valve is adjusted from 0 up to 40 cmh2o and down again in the same way. It was found out that it was possible to adjust the valve in all pressure ratings without any difficulties braking force and brake function test: to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the brake function has resulted that the brake function is full in place. Also the braking force is inside the accepted tolerance. Results: in the visual inspection of the valve, we could not detect any apparent damage. The examination of the parallelism, however, showed a slight eviation from the tolerance. The further investigations have shown that the slight deformation probably had no effect on the adjustability. In the further course of investigation we carried out a permeability test. The investigation has resulted that the valve was permeable without any difficulties. Moreover, it was possible to adjust the valve in all pressure ranges. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. Also the braking force is inside the accepted tolerance. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage1 we decided to dismantle the valve. Inside the valve we could not detect any deposits that might have led to difficulties in adjustment in the past. Based on our investigation results we cannot confirm that the prosavalve has difficulties in adjustment.

Event description:
It was reported that a prosa valve. (#fv701t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the valve was believed to be not adjusted. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: weight: (B)(6), height: 183 cm.